Event description:
Procedure type: sigmoid resection. According to the reporter: during the procedure an air leak was discovered during the leak test. The anastomosis had to be redone. There was unanticipated tissue loss. There was a delay in procedure over 30 minutes; the delay did not affect the patient. There was no unanticipated tissue damage or unanticipated blood loss of more than 500cc. No reinforcement material was used. The patient was stable and recovering from surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).